Manufacturer narrative:
Camera 9735821 vega base s8 svc, lot# p902079. A medtronic representative went to the site to test the equipment. Hardware part was replaced. The system then passed the system checkout and was found to be fully functional. A hardware analysis of 9735821 was initiated to determine the probable cause of the issue. Analysis found damaged camera or scu and failed diagnostic test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: camera refurb 9735821r, vega base, s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had failed its aak test. No patient present.